Event description:
Reported via clinical study: it was reported that respiratory failure and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient reported that since the implant procedure they have had shortness of breath and less energy. On (B)(6) 2025, the patient reported having shortness of breath and chest pressure and was advised going to the emergency department (ed). The patient was evaluated, and oxygen was administrated. The patient was trialed on room air but quickly desaturated with conversation and minimal activity. The patient was admitted to the hospital for acute respiratory failure with hypoxemia and received nebulization therapy and steroids treatment on a 24-hour basis. The patient responded well to treatment and the respiratory status improved significantly and was able to maintain adequate oxygen saturation on room air on the day of discharge with ambulation. The patient was discharged in stable condition on (B)(6) 2025, with oral lasix and short course of prednisone. The patient was scheduled for follow up with cardiology and was seen for a follow up office visit on (B)(6) 2025, and the oxygen saturation was at 96 percent on room air. A follow up call was completed on (B)(6) 2025, and the patient reported that they are feeling better and following up with pulmonology. It was further reported that the outcome of the event was resolved with sequelae on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received

Event description:
Reported via clinical study. It was reported that respiratory failure and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient reported that since the implant procedure they have had shortness of breath and less energy. On (B)(6) 2025, the patient reported having shortness of breath and chest pressure and was advised to go to the emergency department (ed). The patient was evaluated, and oxygen was administrated. The patient was trailed on room air but quickly desaturated with conversation and minimal activity. The patient was admitted to the hospital for acute respiratory failure with hypoxemia and received nebulization therapy and steroids treatment on a 24-hour basis. The patient responded well to treatment and the respiratory status improved significantly and was able to maintain adequate oxygen saturation on room air on the day of discharge with ambulation. The patient was discharged in stable condition on (B)(6) 2025, with oral lasix and short course of prednisone. The patient was scheduled for follow up with cardiology and was seen for a follow up office visit on (B)(6)2025, and the oxygen saturation was at 96 percent on room air. A follow up call was completed on (B)(6) 2025, and the patient reported that they are feeling better and following up with pulmonology.